Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while participating in the ilet experience study and stated that insurance would not cover supplies, so the pump was no longer connected. Symptoms included insufficiently characterized clinical effects associated with elevated blood glucose. Outcomes included insufficiently characterized impact on health. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific device problem, device component involvement, or definitive findings due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.